Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter device was not returned to dexcom. The receiver device (part number str-gl-101/serial number (B)(4)/lot number 5099224), being used with the complaint transmitter device, was returned on 05/08/2015. The returned complaint receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log found firmware errors. The reported event of an intermittent out of range signal was confirmed. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal that occurred on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.